Event description:
Information received regarding the device notes that when the patient came in for an office visit, the programmer print-outs noted no capture. The device was reprogrammed to a pulse amplitude of 4.5v and the unipolar configuration. Capture was obtained, but the patient was uncomfortable due to pocket stimulation.